Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, which expected or random component failure without any design or manufacturing issue. A definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no movement in the control knob. There was no patient involvement.